Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on the event description only. One leg perforating and mild medial tilting of the filter was noted during retrieval. The filter was removed using 2 extraction devices and event resolved without sequelae. No product was returned and no imaging was available. Therefore, based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the mild tilting of the filter and a filter leg to perforate the vena cava. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) k172557. (B)(4). Investigation is still in progress.

Event description:
During filter retrieval on (B)(6) 2018 a filter perforation of moderate severity was noted with one strut noted to be extravascular and mild medial tilting of the filter. The filter was removed after using 2 other extraction devices. The event resolved without sequelae.